Event description:
It was reported that there was interference in detection. The patient had received inappropriate shocks. The lead was replaced. No patient complications have been reported as a result of this event.